Event description:
The pt was admitted to the hosp for removal and replacement of bilateral breast implants secondarily to a ruptured right breast implant. These breast implants had been placed in 1987. The pt authorized the hosp to dispose of her surgically removed breast implants.